Event description:
Revision surgery is planned to exchange poly inserts for patient with a total knee implant. The knee is unstable and surgeon believes that ligaments have loosened since the time of primary surgery.

Manufacturer narrative:
Revision surgery is planned to exchange poly inserts for patient with a total knee implant. The knee is unstable and surgeon believes that ligaments have loosened since the time of primary surgery. Review of the device history record indicates that the device was manufactured to specifications.